Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) was alarming. A possible rv lead fracture was suspected. High thresholds, a loss of capture, high impedance, oversensing, noise and high short interval counts (sic) were also noted. The lead was programmed off and was eventually explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a portion of the lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).